Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the tw power supply had no power. The light did not go on when it was plugged in. They tried using a different plug, changed the cord, but it still did not work. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).